Event description:
It was reported that while using a collet to drive a wire metal shavings fell into the surgical site. The area was thoroughly irrigated and it is believed that all of the shavings were removed.

Manufacturer narrative:
The attachment was received at the manufacturer for investigation. According to the investigation details, there were brass shavings within the collet. The shavings are believed to be coming from the inner bearing.